Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the provided pictures identified that the drill bit disassembled from the shaft. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured during the procedure. There was an extensive delay of 2-3 hours.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
- Visual inspection of the returned product confirmed the instrument dis-assembled rather than fractured. - a definitive root cause cannot be determined. -no further changes to previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.